Manufacturer narrative:
(B)(4). The device was retuned. The balloon was pressurized and confirmed the reported deflation difficulty. Upon pulling negative pressure, the balloon did not fully deflate. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues or leaks. The complaint history for this lot was reviewed and identified no similar incidents. Based on an expanded evaluation, it was possible that the deflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the av fistula, the armada 35 balloon was inflated to nominal, but failed to deflate. The balloon catheter was removed partially deflated through the sheath without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.